Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 5.3; lab: -; different brand poc analyzer: - : (B)(6) 2010; 1.5; -; -: (B)(6) 2010; -; -; >8: (B)(6) 2010; >7.5; -: -: (B)(6) 2010; 6.5; 7.5; -. Lab test used venous draw blood that was drawn within 5 mins of inratio testing being performed. Doctor held coumadin dose on (B)(6) 2010. Customer reports wiping the first drop of blood.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2010; inratio meter = 6.5; reference = 7.5; mean = 7.0; confidence limits = na. Inr results exceeding 5.0 generally have reduced trueness, precision and linearity, both in poc and laboratory based pt testing. Results from other days were excluded because time between tests exceeded three hours. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Previous investigation of strip lot #235738 and from another case met accuracy criteria. No further investigation is required. Sysmex result for both donors is above 2.0. The minimum of 2 out of 3 replicates for each donor are within the acceptable bias variance of plus or minus 1.0. No further action is required. Conclusion: for inratio inr=6.5 vs. Reference inr=7.5, results should not be derived for confidence interval. Inr results exceeding 5.0 generally have reduced trueness, precision and linearity, both in poc and laboratory based pt testing. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned. Retain strip test result comparison met accuracy criteria. As reviewed on 12/08/2010, 29 discrepant result complaints were reported for lot # 235738 yielding a complaint rate of 0.007%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. This issue will be subject to tracking and trending; corrective action not required at this time.